Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.083¿ - 0.191¿ in length and were not aligned with the tube axis.

Manufacturer narrative:
A (return material authorization) RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the large suturecut needle driver instrument had cable damage. There was no report of patient involvement or no reported injury.